Event description:
On (B)(6) 2012 field service technician (fse) fm during a preventive maintenance from imss hgz 1 tepic; detected the equipment flo-gard 6201 volumetric infusion, software version 1.14 present the alarm f.111 battery low. No patient injury was reported. Sample was evaluated on site by the field service technician (fse).

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be depleted battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.